Manufacturer narrative:
One (B)(4) was received in opened original packaging. Visual inspection of the device found that the tongs had punctured through the bag and that the bottom portion of the bag was missing. Inspection also found that the bag was partially cinched, the toggle had not been released, the drawstring was taut throughout the introducer, and there was drawstring slack at the top of the handle. Due to the toggle condition, the drawstring condition, and that there was drawstring slack at the top of the handle, it is likely that steps 6-7 were not performed per the instructions for use (IFU). The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there have been a total of 5 complaints, regarding 5 devices, for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. The anchor tissue retrieval system is for single patient use only and should not be re-sterilized. The ability to effectively clean and reuse this single use device has not been established and subsequent re-use may adversely affect the performance, safety and/or stability of the device. The use of morcellators within the anchor tissue retrieval system has not been evaluated. The anchor tissue retrieval system is not recommended for use with power morcellators. Care should be taken when using sharp and electrosurgical devices. Note the size of the trocar when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid in the removal of the anchor tissue retrieval system. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported that the (B)(4), specimen bag's, metal prongs pierced through the bag while deployed in the patient abdomen, during use in a gyn procedure. There is no reported patient injury, they did report a delay for retrieving the bag from the abdomen and the procedure was completed using a specimen bag from another company. This will be reported as a malfunction with potential for injury upon reoccurrence.